Event description:
It was reported the pt complained of discomfort at his ipg site due to his belt line irritation the site. The physician plans to revise the ipg pocket at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.